Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump. It was reported that the patient had increased lower back pain and though it was due to hy dromorphone. A decrease in sc fentanyl by 150mcg and the removal of hydromorphone was made. The patient reported that the decrease made their pain worse. On 2025-09-30 psr update: document contained no new information. On 2025-10-31 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that patient had 5/10 pain. On 2025-11-25 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain and would be discontinuing therapy. Additional information received from the healthcare provider via a clinical study indicated that the last decrease caused increased pain and the patient was hospitalized for 4 days.